Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm due to buttons not responding. Pump received with minor scratched lcd window and broken belt clip slot. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he insulin pump buttons had to be pressed more than once to operate. The customer's blood glucose level was unknown. The customer also reported that the insulin pump displayed alarm sounds, had crack around the belt clip and had deep scratches on the screen. The insulin pump will not be returned for analysis.